Manufacturer narrative:
Corrected data: h6. In the follow-up report number 1, it was inadvertently reported as "further information was received indicating this event was a duplicate and reported in manufacturer reference number 3006705815-2025-00618. Hence, this event is no longer reportable under 3006705815-2025-05844. Please see 3006705815-2025-00618 for further updates on this issue." Further review determined that manufacturer reference number 3006705815-2025-05844 is not a duplicate of manufacturer reference number 3006705815-2025-00618.

Manufacturer narrative:
Date of event is estimated. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Event description:
It was reported the patient was unable to exit from MRI mode due to not having an existing pairing bond on their patient controller. As such, an abbott representative met with the patient and was able to successfully disable the patient¿s ipg from MRI mode using an orion exit tool (oet). Once the ipg was taken out of MRI mode, the patient controller and/or clinician programmer was able to bond with the ipg, and start a session.

Manufacturer narrative:
Further information was received indicating this event was a duplicate and reported in manufacturer reference number 3006705815-2025-00618. Hence, this event is no longer reportable under 3006705815-2025-05844. Please see 3006705815-2025-00618 for further updates on this issue.